Event description:
During ercp with stone removal, the boston scientific balloon extractor pro rx size 12mm/15mm broke off tip of balloon's catheter and remained in patient's common bile duct. The surgeon used a snare inserted in the duodenoscope to retrieve the remnant. Fluoroscopy and still x-rayt used to determine that no part of the balloon was left in the patient. No adverse reaction experienced by the patient.